Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received the letter on the recall reservoirs. The customer stated that she had two leaking reservoirs affected by the recall and had experienced high blood glucose. The blood glucose reading at time of call was 137 mg/dl. The customer mentioned that the leak is at the bottom of the reservoir and around the o-rings. No further information was provided.